Manufacturer narrative:
The complaint cannot be verified due to a handling error. The investigation showed that battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to an e8 "power interrupt" error. The display was tested successfully and no deviation to the product specifications could be observed. Also the buttons passed the optical and functional investigation successfully and comply with the product specifications.

Event description:
Patient reported the infusion device display turned black and the buttons would not respond after the cartridge was changed. He removed and reinserted the battery to restart the infusion device, and the display turned black again after 30 minutes. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.